Manufacturer narrative:
Race: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) opened inside the right eye and the surgeon observed that one of the haptics was broken. The surgeon had to cut the iol to remove it from the patient's eye. The lens was discarded. There was no patient injury. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. No additional information was provided to johnson & johnson surgical vision.